Event description:
Information received with return of the explanted device notes that the patient presented to the hospital complaining of fluttering and "somewhat symptomatic." Interrogation revealed noise on the atrial lead. Isometric movements recreated the noise and the patient's symptoms. Therefore, the lead was replaced.